Event description:
The caller alleged discrepant results when compared with the lab results reported as follows: date: 2008, inratio: 2.1, lab: 1.7.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: 2008, inratio: 2.1, lab: 1.7, mean: 1.9, confident limits: 1.3-2.7. As per internal procedure the inratio and the lab values are within the confident limits. The product will not be investigated.